Event description:
The customer reported that their freestyle meter displayed er3 when a new strip was inserted. The meter was returned, testing confirmed the memory overwrite malfunction, there was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.